Event description:
A report was received that the patient was experiencing low back pain with scs and pain where the scs was located. It was also reported that the patient was experiencing progressing numbness in his right calf. The patient will undergo an explant procedure.

Event description:
A report was received that the patient was experiencing low back pain with scs and pain where the scs was located. It was also reported that the patient was experiencing progressing numbness in his right calf. The patient will undergo an explant procedure.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model#: sc-2208-70, serial#: (B)(4), description: st linear lead 70cm.

Manufacturer narrative:
Additional information was received that there was no lead site pain. The ipg site was uncomfortable. The physician believed that the placement might be contributing to the soreness and believed that the pain was not device related. The progressive numbness in the right calf was also not related to the scs. The patient underwent an explant procedure. The explanted devices were not returned to bsn as they were discarded by the medical facility.